Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-10. The rep indicated that the design of the lead hub is the product problem. The patient¿s weight was not available due to hipaa. The device would not be returned for analysis because it was used in the case. This information was confirmed with the healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the stylet did not stay seated in the lead steering hub, making steering the lead difficult and causing delays in the procedure. The procedure needed to be stopped multiple times to reseat the lead. The manufacturer representative indicated that design of the lead is the problem. The lead was clamped into place so that it would stay seated and the lead could be steering. No symptoms or complications were reported.